Event description:
It was reported that the controller issued an acoustic controller failed alarm. The facility exchanged the patient's controller. There was no reported patient injury as a result of this event. The controller will be returned to the manufacturer for evaluation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. The controller passed functional testing. The reported event was confirmed via review of the controller log files, which revealed a "controller fault" alarm on the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller faults of this type are caused by a leaky diode and are highly intermittent. The manufacturer has opened an internal investigation to evaluate these types of issues. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported event is a faulty diode. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted. The controller will be returned to the manufacturer for evaluation. This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The devices listed in this report are used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.